Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited white foreign material at the air/water tube and air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.based on the results of the investigation, root cause that made the foreign material remain in the subject device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. ¿labelingthe suggested events are detectable and preventable by handling device in accordance with the following IFU.IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection.IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).olympus will continue to monitor field performance for this device.